Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead had an alert for high out of range pacing impedances greater than 2000 ohms. It was noted that noise was seen, and the device responded with atrial tachy response therapy. Isometrics were performed, and the noise was not able to be recreated. The device was reprogrammed back to bipolar, and the sensing was decreased. The patient does not pace in the atrium, so plan was to recheck in a few months. The system remains in-service. No adverse patient effects were reported.